Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt lost stimulation approx 2-3 weeks ago and has been unable to turn stimulation back on. The pt also stated he had a magnetic bed but stopped during it a few weeks prior to losing stimulation. Diagnostic testing revealed no anomalies. F/u indicated the pt has a consult with a neurosurgeon to discuss a possible revision procedure.